Event description:
It was reported that there was rust found on the attachment after two times in the washer. The device was reported to have been reprocessed in a sterilization tray in automatic washer, using a cleaning agent with a ph of 9.5, the sterilization cycle was at 134 c for a duration of four minutes. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.